Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, the patient underwent transforaminal lumbar interbody fusion and posterior fusion surgery on the lumbar region of her spine from vertebrae l5-s1. Allegedly, patient was implanted with rhbmp-2/acs in this surgery. Reportedly, "patient's post-operative period was marked by a period of improvement, followed by increasing low back pain and spasms, pain and numbness in her legs, and burning in her feet." Due to severe pain and symptoms, the patient underwent a revision surgery on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.